Manufacturer narrative:
(B)(4). Investigation summary: one opened box with unopened samples were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or suture breakage were observed. A functional test was performed and tensile force were above the minimum requirements. Per the condition of the representative samples, no suture breakage was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if 14 is the correct quantity involved. Did 14 sutures break during one or multiple procedures? If the 14 sutures broke during multiple procedures please provide the following information: what is the number of procedures where a suture broke? Have any of those events been previously reported to ethicon? If so, please provide the respective reference number(s). What are the procedure name and date? What is the number of sutures that broke per procedure? What are the product code(s) and lot number(s)? Were there any adverse patient consequences? If so, please clarify any medical or surgical intervention. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)?

Event description:
It was reported that patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The suture broke during use. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.